Event description:
The wife of a customer reported low readings with the freestyle libre 2 sensor. The caller reported an unspecified low scan reading and the customer was confused provided with granola bar to self-treat with. Early the next morning, the customer experienced a loss of consciousness, and paramedics were called. The customer was treated with oral glucose paste and transferred to hospital. At the hospital, the customer was additionally treated with dextrose. The caller reported that the sensor was reading "30 points" lower than the healthcare meter, providing post-treatment comparisons of 81 mg/dl and 121 mg/dl scan against 111 mg/dl and 191 mg/dl hospital meter. Low scan readings are indicative of hypoglycemia; however, as the caller did not provide readings from time of event, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.